Event description:
Surgical removal due to completion of drug regime; upon removal surgeon noted catheter appeared short. Chest x-ray revealed retained fragment, which was removed in special procedures. Device had been reported insertion at another facility at an unknown time.